Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of discrepant hbv and hiv results with the cobas®mpx kit (480t) from the cobas 6800 analyzer for a single patient. On (B)(6) 2025, the initial sample generated a reactive result for hbv (CT 37.43) and a non-reactive result for hiv and hcv. (B)(6) 2025, the same sample was repeated and generated a reactive result for hiv (CT 39.62) and a non-reactive result for hbv and hcv. On (B)(6) 2025, the same sample was repeated and generated a non-reactive result for hbv, hiv, and hcv. On (B)(6) 2025, the same sample was repeated twice and generated a non-reactive result for hbv, hiv, and hcv. The associated serology results were not confirmed.

Manufacturer narrative:
The associated serology results were confirmed as negative. No product issue was identified; this appears to be an isolated incident. While no definitive cause for the discrepant hbv and hiv result has been identified, the available data does not suggest any issues related to hardware, software, or reagent quality. Instead, the data indicates that the observed hbv and hiv reactive result may be attributed to a pre-analytical low viral load contamination of the sample or a false negative from the serology test.